Manufacturer narrative:
G4:11feb2021 b4:(B)(6) 2021 per bio-med the power supply was replaced to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020,

Event description:
The customer reported that the unit not powering up on ac, but powers up on backup battery only. Device evaluation: the customer contacted product support and reported 24v failure error in the log. The customer reported that the unit was not in use on patient. Product support advised customer to replace the power supply. The customer was provided with the part ID for the power supply.